Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the motor is unable to be tested under load. It was found for the motor to have broken strain relief and cut wire, visual damage to the shipping box. The gearbox had no visual evidence of grease leak. Passed sciemetrics. Good coupler.

Event description:
The provider states the chair had a 700 fault code and the chair veered to the left almost hitting a person while on a sidewalk.

Event description:
The provider states the chair had a 700 fault code and the chair veered to the left almost hitting a person while on a sidewalk.